Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted successfully in a2/p2, reducing mr to 1. During observation on the same day of the procedure (B)(6) 2017; echocardiogram was performed and it was noted that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr increased to 4. The patient is stable. A second mitraclip procedure took place on (B)(6) 2017 during which 2 clips were implanted reducing the mr grade to 1. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology. The reported mitral regurgitation (mr) was likely a result of the slda. It should be noted that the reported patient effect of worsening mitral regurgitation is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.